Event description:
The event occurred on an unspecified date and involved a cath lab w/5 port "off" manifold (600 psi), 72" admin set and 4 ft transpac® IV, where it was reported that the set was leaking, connections not securing. There were broken sets at connection joints. The set doesn¿t stay attached to the tubing. The event occurred when it was immediately on use at the hospital. There was patient involvement and no injury. This report captures 5 occurrences.

Manufacturer narrative:
The device is available for evaluation, however, has not yet been received.

Manufacturer narrative:
The reported complaint of connection not securing was confirmed on both the returned samples. However, a leak was confirmed only on sample-2 and not on sample-1. Sample-1: no visual anomalies were observed on the returned sample. The transducer was able to be connected and disconnected to the manifold. When the returned set was primed and pressure leak tested, no leaks were observed. The male luers of the transpac and the female luers of the manifold were dimensionally inspected and the extreme end of the female luers of the manifold failed the iso slip luer gage inspection. The probable cause of out of iso specification female luers had occurred due to error during molding. Sample-2: during visual inspection, one end of the female luer of the manifold was observed to have a crack. No crazing was observed near the crack. The transducers were able to be connected and disconnected to the manifold. When the returned set was primed and pressure leak tested, a leak was observed from the crack on the female luer of the manifold. The probable cause of the crack on the female luer is unknown. The male luers of the transpac and the female luers of the manifold were dimensionally inspected and the extreme end of the female luers of the manifold failed the iso slip luer gage inspection. The probable cause of out of iso specification female luers had occurred due to error during molding. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. D9 device returned to manufacturer on 5/21/2024.